Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 425 mg/dl. Customer had dealing with repeated clogs causing sugar to rise. Customer states insulin pump did not alarm during these issues. Customer was assisted with their health care professional. Customer declined to troubleshooting for high blood glucose. The device will not be returned for analysis.